Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a specific root cause could not be determined. However, it is presumed that the reported issue of the lamp not being lit was caused by a defective lamp igniter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation confirmed the customer's allegation due to a defective lamp igniter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source did not illuminate. There were no reports of patient harm.